Event description:
While investigating an unrelated event, ocd became aware of results from two patient samples that were miss-associated with the incorrect sample identification number on the customer's (B)(6) automation system. The miss-association of results with the incorrect patient may lead to inappropriate physician action. The miss-associated results from the two patient samples were reported from the laboratory. Once identified, corrected reports were issued for each patient sample. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation revealed the operator failed to remove sample tubes from the centrifuge module following a shutdown or reset of the centrifuge module as recommended by the instructions for use. The engen laboratory automation system correctly identified the cross check failures, as designed, but after results were uploaded to the lis and reported from the laboratory. The customer did not review all cross check failures prior to reporting the results as recommended in ocd customer communication (B)(4) that was received by the laboratory in (B)(6) 2009. The engen laboratory automation system was operating as intended. The root cause of this event is user error. The operator failed to adhere to the manufactures instructions for use.